Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient believes has a rupture".

Event description:
Patient reported for unknown side "believes has a rupture." Device remains implanted.